Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty pairing a dexcom g7 sensor to the ilet after entering sensor code 0359, which led to a temporary stop in automated dosing until pairing completed; pairing education was provided and the device later displayed a glucose of 221 mg/dl. Symptoms included hyperglycemia without reported physical complications. Outcomes included user-managed recovery without medical intervention or hospitalization. Investigation included user-guided troubleshooting, review of cgm pairing status on the ilet, and monitoring for sensor connection and glucose recovery. Investigation of this case revealed that pairing delay between the cgm and the ilet led to a transient interruption of automated insulin dosing, consistent with a communication or setup issue between the integrated cgm component and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related use error contributing to temporary loss of cgm-driven control.